Manufacturer narrative:
Unit was inspected and returned to stryker (B)(4). Unit did not turn on when trigger was squeezed. Handpiece was opened and the entire compartment was full of moisture and evidence of saline. The motor housing and shaft were rusted, and all electrical components were green and contained a thick coating of moist corrosion discharge, green in color. The product was further disassembled and the source of the leak was discovered to be the irrigation tubing connected to the bellows elbow component that was damage. Therefore, the claimed handpiece leak condition was confirmed. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received.

Event description:
It was reported that the interpulse handpiece with high flow tip was being used in a procedure when it was observed to leak a green, watery substance. It was confirmed that nothing leaked into the surgical site. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Event description:
It was reported that the interpulse handpiece with high flow tip was being used in a procedure when it was observed to leak a green, watery substance. It was confirmed that nothing leaked into the surgical site. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.